Event description:
Approx three (3) months post implant of dbs electrode and base and cap device, both devices were explanted due to wound infection. Pt treated with antibiotics and discharged. Pt doing well.